Event description:
It was reported that: "dr went to slide the navigation instrument tracker onto the cup impactor and the tracker mount broke off. The circulating nurse called me with the problem."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.